Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The personality module audio/video (pmav) was analyzed. Logs showed an error indicating the failure occurred in the field. Visual inspection showed no issue was found that are related to the reported issue. The personality module audio / video (pmav) was installed on the golden system where the component functioned as expected, and no error code was presented. The golden system was set to run 10 power cycles and sitting idle for one hour. Once testing was completed, the system error logs was inspected, but no error could be identified. The returned personality module vision acquisition (pmva) was analyzed and upon visual inspection, the video output leaf (vol) board was found damaged due to wear and tear. The pmva was installed onto the golden system for testing video and audio. All video tested passed successfully, and the touchscreen display was clear with a consistent image. The golden system was set to run 10 power cycles and sitting idle for 45 minutes. Once testing was completed, the system error logs was inspected, but no error could be identified.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, an error code was displayed. The customer was able to reset and restore the system to working order. The error occurred just prior to docking again. At that point, the patient side cart (psc) was swapped out for the hospital¿s second available system. After restarting, the system was confirmed to be functional, and the case proceeded. The system functioned for 20 minutes before the same error code occurred again. At this point, the procedure was converted to laparoscopy to minimize procedural delay. The procedure was delayed 15-30 minutes. The customer was able to safely undock the robot without injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the conversion resulted in adding additional ports. According to the surgeon, the event resulted in the addition of two incisions for cosmesis and additional time added to the procedure. The patient tolerated the change to laparoscopic surgery without additional injury. Patient demographics and patient related information were not available.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the personality module audio/video (pmav) due to the error and personality module vision acquisition (pmva) auxiliary video processor due to a broken video output port. Isi has received the components for failure analysis evaluation; however, the failure analysis investigation is still in progress. A review of the provided image is consistent with the reported event of non-recoverable fault presented by the system. Cause of the failure mode cannot be confirmed without the returned device. A review of the system logs revealed the following possible related errors: node not present: pmav. A node configured to be present has stopped responding. (The node was present at startup).